Manufacturer narrative:
Approximately 51.5 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgeon stated there were possibilities that the lp shunt or the patient contributed to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the device was implanted, the cerebrospinal fluid (csf) did not flow normally without resolve. As a product defect issue was suspected, the whole lumbarperitoneal (lp) shunt system was explanted, and a revision using a ventriculoperitoneal (vp) shunt was performed without any issues. Currently, the issue was resolved, and the patient's status was stable.